Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported power PICC solo 4fr fractured internally. Line trimmed to 54cm and placed at 4cm to skin. Line flushed and leakage noted. Line removed. No harm came to patient. PICC placed in the basilic vein. Additional information was received for this event as part of a focus survey. The following additional detail was provided: secured with securacath. Types of infusates were infused through the PICC: oncology treatment, oxaliplatin, irinotecan. No catheter interventions to address occlusions with this PICC. PICC leakage identified through leakage at exit site. Unknown what cm mark the break occurred; break found 28 days after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change. Additional comments: catheter to vein ratio 7%.